Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose level ranged between 350-425 mg/dl. As the occlusion alarm had occurred in the past, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to occlusion alarms.